Event description:
Cannula came off from the line due to the loose connection. Update 12/15/2009--when the cannula was connected to the heart-lung machine, the connection to the circuit of the heart-lung machine was loose.

Event description:
Reporter alleged the customer obtained the results of 282 mg/dl and 122 mg/dl back to back within 10 minutes on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Customer report was not confirmed. The cannula was found to be cut. The tube connected to the cannula seemed to be connected without a problem or loose. Edwards engineering reviewed and the product measurements in question all met their specifications. There was no product defect or problem.